Manufacturer narrative:
Section d was updated to provided corrected product information.

Manufacturer narrative:
Please note the following changes from the initial MFR #: 2955842-2017-00499, which this is a duplicate of: contact name changed from (B)(6) to (B)(6). Codes changed for device problem and conclusion code, secondary to previously retired codes. The unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction was to recur it could cause or contribute to an adverse event.

Event description:
This is a duplicate of MFR #: 2955842-2017-00499. It was reported that during a da vinci-assisted surgical procedure, the light from the illuminator had suddenly turned different colors and then turned blue not allowing the surgeon to properly visualize the real color of the tissue. The customer attempted to perform a white balance but the issue persisted. The customer contacted an intuitive surgical,inc.(isi) technical support engineer (tse) but the issue could not be resolved. At that time, the surgeon made the decision to convert and complete the procedure as a open traditional surgical procedure. There was no report of patient harm, adverse outcome or injury. Isi made multiple attempts to follow up with the initial reporter and was able to obtain the following additional information: it was confirmed that there was no patient harm and no post-operative complications have been reported as of date of this report. The issue occurred about an hour and a half into the da vinci-assisted surgical procedure. Furthermore, patient anatomy was also identified as being an issue. The surgical procedure was not recorded.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
This is a duplicate of MFR #: 2955842-2018-10500 sent on (B)(6)2018. Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed into pca system and it failed at power up vsc with an error 48240 due to communication issue. On visual inspection the unit and fans were dusty.